Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance, non-capture and a lead fracture was confirmed. The lead was partially extracted and capped. A new lead was implanted without incident. No patient complications have been reported as a result of this event.